Event description:
It was reported that patient experienced an infection at the ipg and lead sites. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. The patient was prescribed oral antibiotics to address the issue. Patient is doing well.

Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to a suspected infection was reported to abbott. The patient was prescribed oral antibiotics. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.